Event description:
Patient called to get an updated registration card. While registering information patient complained suffering from constant pain where recent device placed, regardless of standing, sitting or laying position. Device sticks out, looks like a golf ball sticking out. Patient feels like the device was not anchored into position. (B)(6) stated that she will need to wear a binder and maybe it will place device back in the pocket. This is patients 5th surgery and has never had an issue like this before and will be following with a new surgeon (B)(6) to see what be done to fix this pain.